Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to gross instability and tibial subsidence. Intra-operatively, the tibial and femoral components were found to be loose. A cr/cs knee was converted to a ts knee (patellar component was retained). There were no allegations against the revised insert. Rep confirmed that no further information will be released by the hospital or surgeon.